Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the ins had corrosion. The caller stated that a few months before they had their device replaced, they had a bad infection, a fever of 105 and a return of their bladder retention. Caller stated that the doctor determined that the original ins had corroded in their body so it was removed and replaced.